Event description:
The pt reported that his ipg pocket was bothering him and his stimulation is uncomfortable. The physician recommended pocket revision, but pt decided to be explanted due to getting headaches and not liking the stimulation.